Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer received the alarm during a basal delivery. Troubleshooting was performed and customer reported that the insulin exited the tubing. Pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. No further assistance needed.